Manufacturer narrative:
Unit was received with intermittent up button response due to corroded keypad trace. No ramping number on their own or scrolling bar moving anomaly noted. All operating currents are within the specifications no unexpected low battery, off no power of failed battery test alarm noted. Pump received with crack corners near display window, crack reservoir tube lip and crack on battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 233 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.